Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 294 and 225mg/dl. Tests were done two minutes apart with a difference of 24%. Patient did not experience any adverse events. Meter was replaced. No further information has been reported.